Event description:
It was reported that the down arrow button is intermittently activating the desired pump functions. The keypad is reportedly is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appears to be intact (no lifting or peeling observed), the up/ok buttons were intermittently responding during testing, the down/contrast buttons required excessive force to activate, the contrast key contact was inverted, the up/down/ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under the all key contacts.